Manufacturer narrative:
MFR received date: 02 sep 2019. The field service engineer (fse) verified and duplicated the reported problem. The fse replaced the touch screen to resolve the issue. The touchscreen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported touch screen failure. The device is pending evaluation.